Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the reservoir pump and on the retainer ring. The customer stated that the pump had been dropped from waist height and damage occurred is through wear and tear. Damage occurred while using silicone case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported cracks on the reservoir and battery compartments. Device was received with a broken retainer ring. Unable to insert a test p-cap and reservoir into the reservoir compartment due to the reservoir o-ring blocking the entry. Unable to perform the displacement test due to the broken retainer ring. The following were noted during visual inspection: broken reservoir tube lip, cracked reservoir tube lip, partially broken retainer ring, cracked case on the battery tube side starting at the left belt clip rail, keypad overlay scratched. In summary, the customer¿s report of cracks on the reservoir and battery compartments both were confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.